Event description:
Device interrogation revealed an lv lead dislodgement. As of (B)(6) 2010, no invasive intervention has been undertaken. Should add'l info become available, this event will be updated.